Event description:
It was reported that the 2600 system has image issues (artifacts when in fluoro). There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found that fluid had leaked into and around the image intensifier (ii) and ruined the ii. Advised the customer they need to replace the ii. Customer decided to buy the ii from another source and replace the ii themselves. No add'l info.